Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an external ram error alarm and an unexpected restart alarm on the insulin pump. Customer changed the battery and it said low battery. Customer's blood glucose level was 120 mg/dl. Customer stated that the pump says it is empty and the time is set to 12 am. Alarm history was reviewed. Customer stated that a temp basal was not programmed before the unexpected restart alarm. Customer stated that the pump was not stored or not in use for an extended period of time. Customer stated that it was blank and she is using energizer batteries. It was explained that the pump experienced an unexpected restart. Customer was advised to monitor the pump and call if issues recur. Customer declined battery cap replacement. No add'l info provided.